Event description:
A falsely elevated ctni result of 2.22 ng/ml was obtained on one patient. Chemwash was run, then the sample was repeated on the same instrument with a result of 0.44 ng/ml and 0.48 ng/ml. The samples were analyzed on a different instrument with a result of 0.5 ng/ml and 0.53 ng/ml. The 2.22 ng/ml result did not match the clinical picture and was not reported to the physician. There were no adverse health consequences as a result of the falsely elevated ctni result. The root cause of the discrepant result is unknown.